Event description:
The customer used the device to check blood glucose and obtained a result of 217 mg/dl. Took 12 units of insulin per dr's instruction. Three hours later, the device read 232 mg/dl. Emts were called and they checked glucose at 29 mg/dl. Emts were called and they checked glucose at 29 mg/dl. Pt was treated with an IV and dextrose tabs, then taken to the hosp. Controls were not used on the system. The device was replaced and requested to be returned for eval.